Event description:
On 12/26/1997 the account reported an erratic bhcg result of 523 miu/ml, which was run on the axsym analyzer. The pt had three bhcg tests performed.: 12/22/1997, result = 829 miu/ml; 12/26/1997, result = 523 miu/ml; 1/2/1998, result = 25,830 miu/ml. The dr questioned the 12/26/1997 result and the sample was retested in a sample cup, giving 4767 miu/ml. The original result of 523 miu/ml was given from a bar coded primary tube. The sample from 1/2/1998 was also repeated and gave 26,241 miu/ml. No report of any injury. Review of the message history log with the customer did not reveal any probe crashes. According to the account, maintenance was up to date.